Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The distal connector of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead r wave sensing dropped and the lead was unable to screw out after re-position. The rv lead was removed and replaced with another lead. It was also reported that during the implant procedure a different right ventricular (rv) lead was noted with coil part of lead was curved. The rv lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.